Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed (device or procedural images were not returned for review). (Root cause could not be determined). Evaluation conclusions: unable to confirm complaint (device or procedural images were not returned for review). (Root cause could not be determined). (B)(4).

Event description:
An attempt was made to post-dilate a previously deployed stent in a mildly calcified and tortuous lesion in the lad with a nc euphora balloon dilatation catheter. The device was removed from packaging and inspected prior to use with no issues noted. No issues were noted during negative prep. It was reported that following delivery of the device to the treatment site, the balloon would not hold pressure beyond 12atm. Upon removal of the device it was observed that there was a leak at the exchange joint guidewire port. No clinical patient sequelae were reported.